Manufacturer narrative:
Conclusion: the complaint was duplicated. The remote alarm had become disconnected from pcb1840a; however, the reason the alarm became disconnected was because the nut that fastens the alarm to the case had become loose. The remote alarm was connected to pcb1840a, and the nut to the remote alarm was tightened to nmi manufacturing standards. The gdu passed all standard operating tests.

Event description:
This event was reported to nmi by the same user facility on jan 10th. At that time, nmi decided not to submit MDR because info that nmi rec'd on jan 10th did not reasonably suggest that the malfunction would likely cause or contribute to a death or serious injury if the malfunction were to recur. Upon receipt of MDR on feb 27th, which include additional info, nmi determined the case to be reportable.